Manufacturer narrative:
Mitek received 3 appliers, 2 with inserter needles still attached. The first of the appliers to be evaluated was the device that does not have an inserter needle attached to it; the deployment spring is bent at a right angle to about 45 degrees, and tactually, the red trigger feels correct and was able to be manipulated smoothly. The second device to be looked at, has an inserter needle along with the 2nd of the 2 fasteners securely held in place by the silicone retention tubing: the inserter needle is stuck on the deployment spring which is bent at a right angle to about 45 degrees, also, the red trigger, tactually feels correct and is able to be manipulated smoothly. The third applier also has an inserter needle attached to it; in this particular case, the needle is without any fasteners and the silicone retention tubing is bunched up proximally: the needle is attached properly onto the deployment spring mechanism and is easily removed and re-attached; again here, the red trigger is fine and without issue. The condition of these complaint devices as they relate to the reported issue can only be attributed to technique, a user issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan, the surgeon experienced a series of events that resulted in a questionable repair. It appears that 3 appliers and 4 fasteners somehow failed to deploy properly: initially the 1st fastener of the two fastener fixation device deployed correctly, however, the 2nd fastener would not advance when the surgeon pulled the red trigger. Another "fastener fixation device" was employed with the exact same results. A third "fastener fixation device" was used, and again, the 2nd fastener would not advance, however, this time the inserter needle became stuck or entangled in the joint; the surgeon, in an attempt at retrieving the needle, opened the locking mechanism on the applier causing the needle to come away from the coupler and fall into the joint space; the needle was easily removed with graspers. A 4th fastener device was introduced, and, neither of the two fasteners deployed. At this point, the surgeon concluded the procedure with questionable repair integrity. During this series of failed attempts, the surgeon used 3 omnispan appliers, however, it is not known at which point in the process that the surgeon switched from one to the other. Three appliers and 2 fasteners are being returned for evaluation. The surgeon has performed 25-30 meniscal repairs with the use of omnispan: in this particular case, the surgeon states that; space was a little tight, had good visualization and had a straight path to the repair sight; the surgeon further states that the triggers on these 3 appliers tactually did not feel correct. Also see associated mdrs 1221934-2011-00353, 1221934-2011-00354, 1221934-2011-00355, 1221934-2011-00356, 1221934-2011-00357 and 1221934-2011-00359.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.